Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer opened a box of contour next test strips and both bottles were already open. No adverse event was alleged. The customer was advised to return the strips for evaluation. Replacement test strips were sent to him.